Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.